Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while interrogating the device the day after implant, the device check was fine. When attempting to print the final report, the device emergency vvi pacing screen came up and could not get the pen to program out of the emergency pacing mode. Eventually the emergency pacing was cleared, but the right ventricular pacing had to be manually programmed. The device remains in use. No patient complications have been reported as a result of this event.